Event description:
It has been reported to philips that the flex vision monitor did not display x-ray images. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular planned treatment procedure was performed when the issue happened, and the procedure was completed by restarting the system. The philips remote service engineer (rse) conducted a remote analysis of the system and verified that the monitor in the room was not showing x-ray images. After reviewing log file, rse found that flex vision pc control has been compromised, resulting in an intermittent issue. To resolve the problem, the philips field service engineer (fse) visited onsite and replaced flex vision pc, hdd and reloaded software successfully returned it to philips for further analysis, but no failure found from part analysis. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue did not affect the procedure, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had occurred, but procedure was successfully completed by restarting the system. If a loss of live image occurs during a procedure, a restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.